Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): device crashed without alarm / no alarm.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. On the date of event the device operated within battery mode. The history files revealed that the battery cover has to be opened during run and generated an alarm. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The functional test was performed within battery mode as well as within operation mode. No deviations were assessed. The long term test was performed successfully. Inside no damages were discovered. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. Wrong handling prior to this examination could not be excluded.